Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report an adverse patient effect. There was no report of a device malfunction during the procedure. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed based on the nature of the patient adverse event. There was no reported malfunction of the angiovac cannula/circuit during the procedure, as such, device was discarded. Patient recovered from the cardiac complications. No DHR review was conducted since there was no reported lot # and ship history lot review was not performed since item # is unknown. Labeling review: the angiovac cannula sample was not returned for evaluation since there was no reported device malfunction during the procedure. Directions for use (dfu, 16600502-01) is provided with this device and contains the following statements: warnings selection of the patient as a candidate for use with this device and for such procedures as it is intended is the physicians' sole responsibility. The outcome is dependent on many variables including, patient pathology, surgical procedure, and perfusion procedure/technique. The benefits of use of this device must be weighed against the risks including risks of systemic anticoagulation and must be assessed by the prescribing physician. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with initiating and monitoring extracorporeal bypass and by physicians trained and experienced using surgical and/or percutaneous (seldinger) vascular access techniques. Adverse events this device, as do all extracorporeal blood vessel devices, has possible side effects, which include but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the instructions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, extracorporeal circulation and application of intravascular introducer systems which include but are not limited to: death. Pulmonary embolism. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported: pre case plan: fem/fem approach, 2x rfv 26f for angiovac and 7fr potential ancillary devices. Lfv 19fr for reinfusion cannula and 5fr lfa arterial access in case of emergency. Physician wants to come from below with suture on av and try and retrieve material from great vessels ra and svc. If ancillary devices are needed we have the 7fr in rfv for potential cleaner wire or pta balloon. Case: tee placed and material visible in ra and svc. Ivc appeared patent from what we could see with tee. Patients vitals were stable. Physician gained all access points from the pre case plan. Heparin given to start to get act above 300. Circuit configured in normal fashion, purged of air. Reinfusion cannula connected to circuit in normal wet to wet fashion. 3-0 prolene 122cm suture placed through angiovac petal to assist with steering device if necessary. Angiovac connected to circuit with obturator and flushed appropriately with the help of perfusion pumping fluid toward angiovac. Act came back 301. Angiovac inserted into 26fr gore dryseal over lunderquist wire. Once obturator reached ivc, ra junction it was held in place, while angiovac is advanced to tip of obturator. Wire and obturator removed, and angiovac balloon inflated to roughly 2 atms. Physician ordered perfusion to come on pump slowly. We achieved a baseline of 3.0lpm@1800 rpm in ivc/ra junction. Physician then proceeded to engage material. We lost flow momentarily while engaged with material. Physician backed angiovac off the material and we regained flows. We continued this motion 2-3 times and on last run I told physician to sit on material for a little to see if material would toothpaste. Circuit began chugging and after the chugging subsided we lost the meniscus on bubble trap. I then instructed physician to go back to our baseline position where we achieved 3.0lpm in that free space so that we can make sure that we do not have any material in contact with funnel and so that we can switch filter. Physician agreed and backed av to ivc. During filter change physicians began to note that patients pressure was dropping and rate got slower. The 7fr sheath that was in the rfv was used to place a temp pacer in the ra. Pressors were given to see if that would help blood pressure. Filter changed was completed and I asked to physician can we come on pump at about 900-1000rpm to circulate blood that is sitting in circuit to avoid it sitting there and separating or forming clot. Physician agreed and perfusion went on pump. Pressures still remained low and heart motion on x ray was still subpar, so physician decided it was time to take out angiovac and begin CPR. Balloon on angiovac was deflated, and angiovac was removed and CPR began. While CPR was taking place physician decided that he wanted to place balloon pump. Arterial sheath that was in the lfa was upsized and balloon pump was inserted. Head CT surgeon came and decided that patient should be placed on extracorporeal membrane oxygenation (ECMO). ECMO circuit opened and patient was placed on ECMO. Access where balloon pump was in was replaced with arterial cannula for ECMO. Impella was then placed to help heart recover. Physician speculated that potentially something embolized to lungs. Not certain, says he is contemplating getting CT scan to check and see. Additional information indicates, the patient is doing better, came off ECMO and impella. Responding a little to painful stimuli but we don't know until he is completely awake. Still intubated, otherwise good." Then on (B)(6) 2019, it was reported that the patient is doing good, and going to be discharged soon to ltac (due to long intubation, we had to do trach and peg). The device is reported to not be available for return for evaluation.